Event description:
Pt reports that pump will beep for no reason. Pump does not show an error message. Pt will reposition pump and it will stop beeping but will be again later. Pt changing batteries weekly and tubing is not kinked. Will send pt new pump. No other info available. Did the product issue cause or contribute to pt or clinical injury: no. If yes, was any medical intervention provided, please explain: pt sent new pump. Is the actual device available to be returned for investigation: yes. Reported to (B)(4) by pt/caregiver. Dates of use: (B)(6) 2014 - present.